Manufacturer narrative:
Additional information was received that the patient was doing well post-operatively. The explanted ipg was not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the ipg takes longer to charge and depletes quicker. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the ipg takes longer to charge and depletes quicker. The patient will undergo an ipg replacement procedure.